Manufacturer narrative:
Removed needle currently in possession of the patient's lawyer's expert. All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso 9296 standard. Stiffness tests comply with the requirements of the iso 9626 standard. Some of the possible causes for the needle breakage include bending the needle before use, excessive pressure changing resistance thereof at the time of injection, an attempt to change the direction of the needle when it is embedded in tissue, movement of the needle or sudden unexpected movement of the patient during the injection, multiple injections utilizing the same needle, attempt to force a needle against resistance (bone), inserting the needle into the gum all the way to the needle's hub, or not using the appropriate needle gauge or length available for each type of injection. Sofic did not detect any defects through bending and dynamometer testing of its retained samples from batch f01494aa. Medical review on (B)(6) 2015: seriousness: serious (considered serious due to requirement to conduct intervention to prevent permanent impairment). Expectedness: device breakage: unexpected us. Causality: latency: unknown; known association: no; analysis: following a wisdom tooth extraction, a 30g needle (brand name, batch number unknown) broke off into the patient's upper mandible during the administration of lidocaine injectable. The removal of the needle has been performed by the hospital doctors. Some of the possible causes for the needle breakage include: bending the needle before use, excessive pressure changing resistance thereof at the time of injection, an attempt to change the direction of the needle when it is embedded in tissue, movement of the needle or sudden unexpected movement of the patient during the injection, multiple injections utilizing the same needle, attempt to force a needle against resistance (bone), inserting the needle into the gum all the way to the needle's hub, or not using the appropriate needle gauge or length available for each type of injection. Given the lack of information, incident assessed as not assessable by the company. Causality who: not assessable. Additional information received on (B)(6) 2015 does not change the medical review.

Event description:
Importer ref # (B)(4).